Manufacturer narrative:
Na

Event description:
It was reported that "guidewire inserted for the lag screw and the guidewire ended up in superior aspect of the hole in the gamma iii nail consistently. Missed its mark. After the case inspected targeting device and there are two cracks in it, in the carbon fiber."